Event description:
A customer reported they rec'd a sys message code and the footswitch was not responding during a procedure. The sys was rebooted but the message code would not clear. The sys was exchanged to complete the procedure. There was no pt harm.

Manufacturer narrative:
The company svc rep examined the sys and found the footswitch nonconforming. The footswitch and cord were replaced. The sys was then tested and met all product specifications. There was no sample returned for evaluation and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be determined. (B)(4).